Event description:
It was reported that during the follow-up visit, post implant, it was determined by x-ray that both leads dislodged. It was also reported that there was a myocardial perforation with the rv (right ventricular) lead. Both of the leads were re-implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.